Event description:
It was reported that a pericardial effusion, perforation, and hypotension occurred. A left atrial appendage (laa) closure procedure was performed. A truseal double curve watchman access sheath (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was then implanted successfully in the laa. While the patient was in recovery, the patient's blood pressure dropped and the patient had a 7 out of 10 level chest pain. An echocardiogram was performed, which identified a circumferential pericardial effusion. After monitoring the patient for a short period of time, the patient was brought back to the lab for an emergent pericardiocentesis. After the pericardiocentesis was performed, the patient was stable and was discharged.